Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to motor encoder out of phase. Unable to perform displacement test due to motor error alarm. The insulin pump has cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm during basal delivery on the insulin pump. The customer's blood glucose level was 160 mg/dl. The customer stated that he had an MRI and had the insulin pump is exposed during MRI. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinued use of the insulin pump and revert to a back up plan per healthcare provider instruction.